Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three (3) of the devices were received for evaluation; the event was confirmed during testing. Evaluation found the devices had missing or fractured components. One of the devices was not returned to the manufacturer for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the devices disassembled. There was no patient involvement; no patient impact.